Manufacturer narrative:
Product complaint # (B)(4). 510k: this report is for an unknown radial head prosthesis unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, the surgeon performed a hardware removal of radial head replacement because of elbow stiffness. An osteotomy had to be made in order to loosen the stem. It is unknown if there was surgical delay. Procedure outcome is unknown. The patient felt elbow stiffness. This complaint involves two (2) devices. This report is for one (1) unk - radial head prosthesis this report if 2 of 2 for (B)(4)